Event description:
New information on (B)(6) 2021, received indicated that the lead was capped on (B)(6) 2021. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
This product is registered as a combination product. Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09459. It was reported that atrial and ventricular lead noise was noted with isometrics and pocket manipulation. Unable to proceed replacement due to patient's creatinine level. The physician referred patient to his family doctor and nephrologist to address kidney function and then will attempt lead replacement. The patient was in stable condition.